Manufacturer narrative:
Manufacturer narrative updated: the reason for the event cannot be confirmed from the information provided, but may be the result of prosthesis wear after 10 years of implantation or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
There is no additional information available. Pending investigation.

Event description:
It is reported via legal documentation that a patient had a right total hip arthroplasty on (B)(6) 2013, with no revision surgery reported. There is no device information provided. No radiographic images of the device are provided. There is no other information available.